Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient implanted with this device system was presented in the emergency room. The lss featured was activated on the rv lead. Current pacing impedance measurements were 480 ohms to 520 ohms. The out of range measurement that triggered the lss was unknown. Device testing in unipolar and bipolar resulted in measurements within acceptable limits. The device appeared to be functioning appropriately and no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on this right ventricular (rv) lead and pacemaker due to lead impedance issue. The physician discussed on clearing the lss and testing the lead's unipolar and bipolar. There was no obvious change observed upon reviewing the daily measurement. Moreover, no noise or impedance fluctuation was reproduced during lead test. The physician programmed lead safety switch back on and continue to monitor patient. Attempts to ask for additional information was not attained. Subsequently, the cause of observation was not identified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)